Manufacturer narrative:
On (B)(6) 2019, mentor discovered that the due date submitted in the initial report for this event was incorrect. The due date was actually (B)(6) 2019, and the submission was timely. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with two unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms post-operatively. The symptoms included back pain, muscle spasms, chest pressure/tightness and possible long-term kidney damage. No device issues such as rupture were reported. The patient had the devices explanted on (B)(6) 2018. This report is for one of the patient¿s two devices.